Event description:
It was reported that the patient was experiencing recharge coupling issues since the ins was implanted (B)(6) 2014. Patient was advised to contact their managing healthcare professional (hcp) if issue makes them unable to recharge their implant. No symptoms, or additional complications were reported for this event.